Event description:
According to the reporter, during a laparoscopic distal pancreatectomy, just before the stapling was completed and when the instruction to press the green buttons on both sides on the screen was followed, the device restarted, and the clamp cover returned in the middle of the stapling. Fortunately, the stapling and resection of the tissue has been completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.